Manufacturer narrative:
Concomitant medical devices: product ID: 3093-33, lot# v966168, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the battery was "down" and not working right. The patient was going to see how things went without the device and then decide if they should have it replaced. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what was meant by the device being "down," what symptoms the patient experienced, what actions were taken to address this issue, and if the issue was resolved. This event will be updated if additional information is received.